Event description:
Femoral access via 7f terumo sheath, .035" terumo wire. Passage of a stenosis in the pelvis, iliaca communis. Product was introduced without prior visual inspection (i.e. Whether stent was actually mounted on the balloon). Product was dilated, upon dilation it was noticed that no stent was mounted on the balloon. Stent was subsequently found inside the packaging.

Manufacturer narrative:
One non sterile unit sds genesis 9 x 39 mm and 80 cm of length was received coiled inside a plastic bag. The unit was received in the original pouch (open) with the inner label applied. The original package (box) with outer label applied was also received with the unit complaint. Dry blood residues were noted in catheter and pouch. The balloon appears as if it has been inflated and deflated. Stent was not returned with complaint unit. The customer complaint unit was analyzed with the aid of a microscope and visual system; stent crimping marks were noted in the balloon. Stent retention values recorded at infinity system were reviewed and all pass specification of > of 2.8 newtons (recorded values 5.484 and 5.280 newtons). The reported customer complaint was not confirmed; in addition there are process controls in place to avoid the release of defects related to sds catheter assembly's line. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. There is no evidence that manufacturing issues contributed to the event. Action taken: no corrective or preventive action will be taken; given that, the reported failure was not confirmed.

Manufacturer narrative:
A product analysis is anticipated but the product has not yet been received by cordis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint and confirmed that the device(s) met quality requirements for product acceptance. Additional information will be submitted within 30 days of receipt.